Manufacturer narrative:
.

Event description:
It was reported that at the time of the refill the hcp expected 5 mls of morphine from the pump but withdrew only 1 ml. The pump reservoir was then flushed with 10 mls of saline and all 10mls were able to be withdrawn, indicating to the hcp that she had been in the reservoir port when withdrawing the drug. The patient had reported increased pain and the hcp was going to increase the dose. It was also stated that the hcp planned on consulting with other follow-up physicians to check for a volume discrepancy at the next refill appointments. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.